Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the ot select simple meter allegedly read inaccurately erratic. These reports were received from various sources. One of the associated patients was (B)(6) years old; however, there is no age data available for the other patients. There is no weight data available. Of the reported patients; 7 were male , 6 female and 4 were unknown.